Event description:
It was reported that a patient presented to clinic, the right ventricle (rv) exhibited noise over sensing which led to pacing inhibition. The physician decided to cap the lead on (B)(6) 2025 and replaced with a new rv lead. The patient was stable before and after procedure.